Event description:
The customer reported that the buttons were stuck. The caller stated that he was running like in the 500s mg/dl, and the other days he has been low. The caller stated that in the morning his glucose level was 414mg/d and went up to 442mg/dl. During the call, the customer mentioned being in the hospital in (B)(6) 2013 due to low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. Had the customer to change the battery and the buttons were responding. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.